Event description:
It was reported that an occlusion alarm occurred on an ilet insulin pump using a steel contact detach infusion set with long tubing, and the user later disclosed the tubing had been disconnected from the infusion site for approximately one to two hours during sleep and that food was consumed while disconnected; blood glucose values were reported at 195 mg/dl rising to 270 mg/dl, and later 236 mg/dl after cartridge replacement and resumption of delivery. Symptoms included hyperglycemia without acute symptoms. Outcomes included no medical intervention beyond pump troubleshooting and cartridge replacement, and no hospitalization. Investigation included customer care troubleshooting, tubing priming verification with observed drops, clearing the occlusion alert, monitoring guidance, and assisted cartridge replacement. Investigation of this case revealed no visible kinks or bubbles, insulin delivery successfully resumed, and the event was associated with disconnection from the infusion site while insulin delivery was not occurring. It was concluded that hyperglycemia occurred with cause unclear, with user disconnection likely contributing, and that the device functioned as intended after troubleshooting. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.